Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the grasping section broke off. The coating of tip was partially missing. There were scratches, around the peeled part. The manufacturing history was reviewed, with no irregularities noted. This type of the grasping section damage is most likely related to the operator's technique. The fracture of the grasping section is likely to be caused by an excessive force applied on the grasping section. The instruction manual of the device already cautions; do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or positioning the tissue, or twisting the shaft. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/split/protruding of ptfe pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-01434.

Event description:
During an open hepatectomy, the subject device was used. By the 2nd time of output from the beginning of use, the grasping section of the device broke off and fell outside the patient. The procedure was completed with another thunderbeat. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation, omsc confirmed that the coating of grasping section was partially missing on october 26, 2016. And it was not reported that the fragment of the coating fell into the patient. This MDR is regarding the breaking of the grasping section.